Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a follow-up in clinic on (B)(6) 2021 . During examination of right ventricular (rv) lead, it was noted that the rv lead had no capture at highest outputs and had high pacing lead impedance. Review of the transmission revealed that the impedance trend was high for one year. Physician performed no programming changes instead decided to monitor the lead. The patient was in stable condition.